Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a penile flap plasy on (B)(6) 2019 and suture was used. The needle pulled off the suture after the needle pierced through the tissue. Changed another one to complete surgery. There is no reported on patient consequence. No additional information could be provided.